Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Final analysis of the tined lead with (va0g6wa) revealed no significant anomaly,outer stimulation separated at the but joint, proximal end.

Event description:
The consumer reported that they had repositioning surgery on (B)(6) 2015 and while in the recovery room, he used the patient programmer and saw a power-on-reset (por). The manufacturer representative (rep) had already left the hospital and the patient was angry prior to surgery. The health care professional (hcp) said nothing needed to be done and the patient was all set to go. The patient had a surgery, which indicated that electromagnetic interference (emi) could be related to the por. It was further reported on (B)(6) 2015 that the patient no longer felt stimulation on program 3. The manufacturer representative (rep) saw the patient post-operation and reprogrammed the programmer with the standard 4 programs. Impedance ran on the lead indicating impedance on 3 out of 10 configurations. The patient was set to program 4 at 1.5 volts. The patient felt comfortable stim in the base of the penis. The patient was scheduled for surgery on (B)(6) 2015. It was further reported on (B)(6) 2015, the patient met with the rep the day prior and she was able to clear the por. Program 3 had failed. When the rep cleared the por she was not able to get program 3 to work. The rep told the patient that program 3 had failed. They increased stim all the way up and did not even feel the stim. Prior to the ins repositioning surgery, program 3 worked perfectly and he was able to sleep all night. Now he was back to square one and it was occurring daily. The rep told the patient that because she was not able to get program 3 to work, they will need to try the other 3 programs, which the patient felt, to see if they help. If not, they could try another reprogramming. There was a sudden return of symptoms. The patient had no control of symptoms since the ins was repositioned. Additional information received from the consumer reported that the old one failed because of program 4. The patient was confused regarding what a program actually was and how it worked. The patient had success with program 4 until it failed. He had 4 programs after the (B)(6) revision. Then, the device was replaced because it failed/malfunctioned. It was later reported that the patient had a lead replaced at the revision and they were trying to improve the programming. She stated she was not really sure why he had a new lead placed. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent. This event was also reported under manufacturer report # 3004209178-2015-16505.